Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure. Therefore, the exact cause of the reported event could not be conclusively determined. If additional information becomes available at a later time, this report will be supplemented accordingly. Please cross reference MFR report # 2951238-2015-00316 and 2951238-2015-00324.

Event description:
Olympus received a voluntary medwatch form, which stated "upon starting the case, the resectoscope was attached to electrical current and a large spark/flash was observed in/around the device near the patient and the physician's face. The procedure was a transurethral resection of prostate (turp)." Olympus followed up with the user facility and it was reported that the disposable device used in the procedure was discarded, but the resection devices were taken to reprocessing. No further information was provided. This is three of three reports.